Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data showed multiple occurrences of pads off/pads on messages. There were pad impedance fluctuations that correspond with CPR being performed. There was a shock event later in the case and the ECG normalized as well. These event circumstances are consistent with electrode settling and patient to electrode pad coupling since the pad was not replaced during the event. The electrode pads used were not returned as part of this investigation. Based on the clinical data reviewed, this report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.